Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5,d2,g1,g3,g6,h1,h2,h3,h4,h6 the following section was corrected: d4 the cmp was not confirmed no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Tibia: review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported the patient underwent a total knee revision approximately 22 months post-implantation due to instability and pain. The patient had been doing well until approximately 12 months post-implantation, when pain and a sense of instability developed. Clinical and radiographic assessment indicated the components appeared satisfactory, and the complaints were unexplained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: psn fem cr , #item 42502806801, #lot 66327510. Psn mc ve asf l, #item 42512100910, #lot 65552273. Hdless trc drill pin, #item 00-5901-020-00, #lot 67268909. Thin osteotome blade, #item 47-9986-021-21, #lot 56732084. Psn rev fem cmt, #item 42-5046-066-11, #lot 67052457. Psn rev str smth stem, #item 42-5600-135-14, #lot 64363807. Tm tibial central cone, #item 42-5450-005-13, #lot 65749802. Psn rev tib fix np, #item 42-5420-079-01, #lot 67368312. Psn rev str smth stem, #item 42-5600-135-12, #lot 64363803. Psn rev cck ve. #item 42-5128-009-12, #lot 67458210. Therapy date: (B)(6) 2025. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.